Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Insulin pump received with no crack on display window. However, found minor scratches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 16 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer's other blood glucose was 85 mg/dl. Customer stated that insulin pump had crack on display but they were able to read the display. The insulin pump will be returned for analysis.